Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the customer that infusion set is not sticking, the product been in use since last 5 days. No further information was available.